Event description:
Report 2 of 3. It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, hemolysis was seen with an unpsecified number of samples resulting in recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photographs for investigation. Therefore, a total of 300 retained samples, 100 from each lot number, were visually inspected, and no additive abnormalities were found. Complaints for sample quality were not under statistical control for the month of april 2025, additional testing was required all visual observations of both retention and control samples demonstrated clinically acceptable performance. Further clinical testing could not be conducted on lot 3257191 as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 3257191, for the indicated failure mode: hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 2 of 3 it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, hemolysis was seen with an unspecified number of samples resulting in recollection. No adverse impact was reported regarding the patient or user.